Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported blood backflowed and leaked out of the "y" port most proximal to the patient of clearlink system continu-flo solution set. This was identified during the infusion of unspecified antibiotic. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received contaminated with blood. A visual inspection on the returned sample revealed a defect in the y-site. The tubing was assembled into the y-site (downstream part) with a twist. The reported condition was verified during initial inspection of the set; however the leak could not be functionally tested due to the nature of the returned sample. The probable cause of the condition was due to the machine during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.